Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. An unspecified stent implant was deployed. The 2.5x12mm nc trek balloon dilatation catheter (bdc) was being advanced for post-dilatation; however, prior to exiting the tip of the guiding catheter, the bdc proximal shaft kinked, then separated. Reportedly, there was no resistance noted during advancement. As the separated portion was outside the patient's anatomy, the bdc was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 2.5x12mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft kink and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for shaft kink or shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.